Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting this right atrial (ra) lead and right ventricular (rv) lead into the header of this pacemaker. It was reported a sealing ring on the ra lead became detached from the lead body. The device and both leads were successfully implanted. No adverse patient effects were reported.